Event description:
It was reported the physician complained about noisy ECG (electrocardiogram) signal during patient hookup. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not verify any kind of electrical noise on the EKG (electrocardiogram); programmer passed functional test. Analysis found the upper hinge plate is damaged. Concomitant medical products: 229047 analyzer. (B)(4).